Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 375 mg/dl. The customer was treated with manual injection, fluids and nausea meds. Customer was experienced symptoms like vomiting and dehydrated. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was in emergency room. Customer stated that bottom of the insulin pump was broken. The customer stated that the reservoir lip ring was not damaged. The insulin pump will be returned for an analysis.